Event description:
It was reported that the atrial lead exhibited noise. The physician elected not to replace the lead, as the patient atrial paced only a small percentage of the time. The lead would be monitored at regularly scheduled follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.